Event description:
Boston scientific received information that while attempting to gain access during an implant procedure, the physician noticed an unexpected bend in the right ventricular (rv) lead after review of fluoroscopy. A ventricular perforation was suspected and confirmed. The decision was made to surgically abandoned the rv lead (4457-(B)(4)) and implant a new lead. Multiple attempts were made to gain access with the second rv lead (4457-(B)(4)) as the physcion experienced placement difficulties. After final placement, pacing system analyzer (psa) measurements were taken and were within normal range. Subsequently, after removal of the lead stylet and connection of the pacemaker ((B)(4)), no rv sensing or pacing was observed. The device was disconnected, and the rv lead (4457-(B)(4)) was repositioned again and the pacing system analyzer (psa) measurements of the rv lead were repeated. Good sensing and capture were obtained and the decision was made to leave the rv lead in its final position. Subsequently the procedure was stopped as the patient experienced massive theocratic pain and stated to vomit. The device was then reconnected to the rv lead,interrogated using a sterile telemetry wand and reprogrammed and acceptable sensing and capture were obtained. The physcion accepted the measurements due to the patient's critical condition and the surgery was finished. During the next day follow-up this right ventricular (rv) lead (4457-(B)(4)) revealed high thresholds. At this time, the device and rv (4457-(B)(4)) lead remain in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that a boston scientific technical services (ts) agent was contacted. The device and lead remain in service and the patient will be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
The device and leads remain in service. A boston scientific technical service consultant was contacted and reviewed the product experience report. The agent confirmed that the right ventricular (rv) lead was positioned twice with good pacing measurements at the time of implant. During a second test, the pacing system analyzer (psa) revealed no sensing and pacing. The agent noted that the polarity of the device being changed prior to the lead being connected to the device can cause no sensing, no pacing if the device is not placed in the pocket due to the device being unipolar. Electrical measurements performed with the psa should be done with the stylet removed from the lead. The psa and device measure impedances and deliver pacing pulses in the same fashion. Therefore, the lead impedance and the stimulation threshold values should be quite close the each other. The sensing is done differently in the psa and in the device. The filtering of the signal, and the way the signal amplitude is measured are different. Therefore, differences in recorded values might be noticed. Should one suspected a device issue, the agent recommend to perform a memory dump. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.